Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send replacement charging supplies, which resolved the issue, pump began charging.